Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager on the fridge experienced multiple failures, failed to stay close, unable to recover and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager door was falsely sensing open while physically closed. The field service engineer (fse) replaced the door latch and harness assembly. After replacement, the door status was detected correctly and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.